Event description:
The customer reported that the 8800 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The lemo connector was replaced. The system operates as intended.